Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from their mx40 devices. There was no patient harm reported by the customer.